Event description:
It was reported that the patient's right atrial (ra) lead was oversensing noise resulted in inappropriate mode switch episodes. Lead revision was attempted during a generator replacement procedure, however, was not successful due to patient's occluded vein. No further intervention was performed, and the clinic will continue to monitor the patient. The patient was stable throughout the procedure.